Manufacturer narrative:
The paxscan cp2 was returned to the manufacturer for analysis. Issue was able to be duplicated by medtronic personnel. During investigation, initially installed cp2 in imaging system and the system readied as expected. After several power cycles, the generator did not ready. It was noted that the ethernet connection was lost. The ip address was correct, however link was unable to be established. After two more power cycles, link was established, but lost again shortly thereafter. Intermittent ethernet connection on faulty cp2 was found. The hardware investigation found that reported event was related to an electrical failure mode caused by a malfunction with ethernet communication.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the x-ray would not initialize. Evaluation found that the paxscan cp was not functioning as designed as there were indicator lights for errors illuminated. To resolved the reported issue, the paxscan cp was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect paxscan cp has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, while outside of a procedure, the x-ray generator would not start up entirely. A red x was displayed on the pendant and the imaging system would not progress. Restarting the imaging system multiple times did not resolve the reported issue. There was no patient present when this issue was identified. No additional information was provided.